Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: pxt261416/03570179, pxa260300/03647031, pxc121400/05262065, pxc141200/05218507, pxc121200/05128890.

Event description:
In 2005, this patient received a gore excluder aaa endoprosthesis contralateral leg component to repair an abdominal aortic aneurysm. A follow-up CT taken in 2007, revealed that the device had migrated proximally into the aneurysm sac, creating a distal type I endoleak. One week later, a reintervention was performed extending both right and left limbs in the patient, as well as coil embolization of the right hypogastric artery. The patient tolerated the procedure.